Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, the catheter was primed without difficulty. After delivering the eight minutes of treatment and pulling out the catheter from the uterus, the surgeon observed that the balloon was leaking. Throughout the procedure, there were no temperature or pressure fluctuations noted and no error codes. After removing the catheter, the surgeon flushed the uterus with fluid and used a hysteroscope to confirm no injury to the uterus. Another like device was used to successfully complete the procedure by doing another eight minutes of treatment. There were no adverse patient consequences. The surgeon opined that there was a tamponade effect and that is why the leak was not noted until the catheter was being removed from the uterus.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the catheter failed the leak test because it had a hole in the balloon in zone d. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.